Manufacturer narrative:
The device was evaluated by the MFR the motor pins were burnt and the rotor was corroded. These conditions are evidence the handpiece was overheating. Corrosion on the rotor can create a resistance to the motor that requires an increase in current to operate. This increase in current can burn the sockets on the device which increases the impedance in the connection. More current is needed to surpass the impedance and allow the motor to function. As more current is going through the electrical components, the thermal energy (heat) spreads throughout the components of the device until it reaches the surface, which is felt by the operator. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure. The device was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheated while testing before a procedure. There was no pt involvement. There were no adverse consequences related to this event.